Manufacturer narrative:
Additional narrative: patient identifier is unknown. Date of postoperative breaking is unknown; however, the discovery occurred on (B)(6) 2015. Additional product codes for this report include hwc. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: june 18, 2014 - expiry date: june 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke at a blade hole. The breakage was discovered on (B)(6) 2015. The patient underwent a revision/explant procedure on (B)(6)2015. No additional information is available at this time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the spiral blade used in reported hole was found to be intact and was therefore not the source of the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.